Manufacturer narrative:
The pump passed the displacement test. All buttons functioned properly. However, the pump had moisture damage on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated that her insulin pump's keys were not responding. The customer's blood glucose level was 130 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.